Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device system was explanted due to an infected pocket. The source of the infection was the operation site. No further patient complications have been reported as a result of this event.